Event description:
A vns programming physician in (B)(6) reported that he had a vns patient with high lead impedance. The date of their last consultation was on (B)(6) 2012. System diagnostic and normal mode test resulted in high impedance and dcdc 7. Reported that their lead seems to be broken. The patient will be referred for full revision surgery. It is unknown at this time if their vns device has been disabled. X-rays were received for review. The generator is placed in a normal location in the upper left chest. The filter feed-through wires appeared to be intact. The lead connector pin insertion into the generator connector block could not be fully assessed due to the orientation of the generator in the images, so it cannot be accurately determined whether it is fully inserted or not. The lead wires at the connector pin appeared to be intact. The negative and positive electrode appeared to be aligned on the vagal nerve. A strain-relief bend was present. No strain-relief loop was present. Two tie-downs had been used; one to hold the bend and another one placed a few centimeters further to towards the generator, to hold the upper third of the lead body. Per labeling a strain relief bend should be placed starting 3 cm from the anchor tether and should be secured with a tie-down parallel to the anchor tether. A large loop should then be formed and secured with an additional tie-down to allow for full neck movement in all directions. Portions of the lead appeared to be behind the generator and could not be fully assessed. No gross fractures or sharp angles could be identified on the lead, but a suspicious area that could be a break of the negative wire was identified, next to the positive electrode. Based on the x-rays images, no evident cause for the high impedance could be identified, though a suspicious area was detected in the negative wire, next to the positive electrode.

Event description:
The patient's explanted products were discarded; therefore, will not be returned for analysis,

Event description:
The patient's neurologist saw this patient for the first time in (B)(6) 2012, so he is not aware of the last good diagnostics results for the patient. The mother of the child said that the patient had never had the diagnostics evaluated (according to the mother of the patient). No report of trauma or manipulation. Additional information was received that the patient had full revision surgery performed on (B)(6) 2012. Good faith attempts are underway to have the explanted product returned. It is unknown their location at this time therefore, they have not been returned for analysis.

Manufacturer narrative:
X-rays were reviewed by the manufacturer. Review of x-ray by the manufacturer, no gross lead discontinuity visualized. Device failure suspected but did not cause or contribute to a death or serious injury.